Event description:
A medtronic representative reported that, while in a cranial procedure and navigating, the navigation system screen unexpectedly exited to a linux boot screen and stopped there. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The suspect computer was returned for evaluation: initial power on stops at sata error pointing to the hard drive. Attempt to reimage the drive fail. Drive cannot be mounted. Hard drive malfunction caused the issue. Replacing the computer in the system resolved the reported issue.

Manufacturer narrative:
Patient information was not made available from the site. A medtronic representative, following-up at the site, reported this issue occurred after completion of the procedure. Trouble-shooting did not resolve the issue. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
It was later reported that an error message was displayed on the system when the reported event occurred. From the error message it was determined that the computer needed to be replaced. An upgrade computer was sent to the site. On (B)(6) 2014, the computer in the system was upgraded and the latest versions of software installed. A medtronic representative performed a system checkout after upgrade. The system passed all software, hardware and instrument testing. Issue resolved.